Event description:
The product analysis laboratory (pal) encountered a system error (se) 2058 (bag/fluid is under the expected temperature) with the occurrence date (B)(6) 2011, in fill cycle 1 of 5, during pre-evaluation log review of the homechoice (hc). No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by the product analysis lab (pal). No failure or malfunction was identified that could have caused or contributed to the system error (se) 2058. The root cause is undetermined. Device was sent to service.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.